Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, merlin@home revealed a transmission of low right ventricle sensing. During an in clinic follow-up, the right ventricle sensing was in normal range. The physician will continue to monitor the patient by follow-up. The patient is in stable condition.